Event description:
It was reported that a cartridge alarm 20 occurred during the load process when the caller removed the used cartridge prematurely. The caller's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The caller was educated to wait for the prompt during the load process, understood the guidance, and successfully loaded a new cartridge to resume insulin therapy, resolving the issue.